Manufacturer narrative:
Device passed displacement and self tests. No missing segments/partial display anomaly during testing noted. However, device had minor scratched lcd window. Device p-cap or test reservoir locks in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratch on the screen and it seems a little cloudy and hard to read. Customer stated that there was crack starting on the side near where the reservoir goes in the insulin pump battery compartment. Customer stated that retainer ring around the hole where the reservoir goes in seems brittle and at risk of snapping off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.